Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. This subsequently led to a high bg level with high ketones; however, a specific value was not provided. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.